Event description:
It was reported that the user and spouse requested assistance with a supply change while using fiasp prefilled cartridges and a teflon infusion set, and the user completed the supply change successfully; blood glucose was 200 mg/dl after the user forgot to announce carbohydrates, and hyperglycemia was reported with cause unclear. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no alerts or alarms, and resolution after education and troubleshooting. Investigation included user troubleshooting and education. Investigation of this case revealed no device malfunction or component failure and no alarm activity, consistent with user-related factors affecting glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.